Event description:
This patient had been extubated from vnetilator management at aprox 12:00 pm. Due to increasing secretions, a naso pharyngeal air way was placed between 3:00 and 4:00 pm. Two hours after insertion, (5:30-6:00 pm) upon visual inspection by the rt. The naso airway remained in place. Approximately 1/2 hours later, (aprox 6:30 pm) the patient developed stridor and the respiratory condition was deteriorating. During intubaion during a code blue at aprox 7:45 pm, the physician found the naso airway lodged in the patient's throat. The patient expired.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.